Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and a low event. The sensor was inserted into the arm on (B)(6) 2016. Patient's mother reported that the patient was at school, felt light-headed and laid down on the ground. The cgm was reading 152mg/dl compared to a fingerstick value which read 36mg/dl. The patient was walked to the nurse's office where they were given juice. The patient stabilized and went to lunch to eat. Additional event or patient information is not available. No product or data was returned for evaluation. The reported event of inaccurate cgm values was not confirmed. A root cause could not be determined. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites.